Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump was received with cracked display window corner, reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 432 mg/dl at the time of incident. The customer's blood glucose was 184 mg/dl at the time of call. The customer stated that the insulin did exit during fixed prime. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.